Event description:
During plateletpheresis the donor experienced nausea and cramping in feet beginning at 11:39 am. The donor was given tums and the citrate infusion rate was decreased to 1.1. Upon discharge the donor was back to normal without any further complaints. The donor was spoken to the following day with no complaints. Citrate reaction was more severe than normal for this donor. Procedural information: no alarms during set up or prime. Total wb processed: 4308, total acd infused: 514, total volume of product collected: 512, citrate infusion rate: 1.5 ml/min, acd ratio: 9:1, procedure time: start 1035, end 1154, no issues with venipuncture. Platelet product was achieved.